Manufacturer narrative:
Patient treated area with pain relief cream. Did not seek professional medical treatment.

Event description:
Patient reported she had a burning sensation when using the device at 23ma setting. Could not feel the stimulation at lower settings.